Manufacturer narrative:
The device has been explanted but we have not received the device back.

Event description:
Left implant ruptured, discovered during surgery.

Manufacturer narrative:
The device was returned with a shell failure. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. "Needle puncture".